Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to technician, control printed circuit board was identified as defective. The quotation has not been accepted by the customer and device was scrapped. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that the control printed circuit board was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. H3 other text : 4115

Event description:
Manufacturer's ref. #: (B)(4).